Event description:
Regulatory agency reported a patient's horse falling onto left breast which led to large swelling of left breast, presumed hematoma. This was determined to be not device-related. Device was explanted and the hematoma was evacuated. Histopathology and cytology returned as alcl. Biomarkers were not reported. Subsequently, the patient had a total capsulectomy.

Manufacturer narrative:
Continued health effect impact code: f2201 biopsy, f1901 additional surgery. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hematoma.